Manufacturer narrative:
At this time libre sensor pack and applicator has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Applicator 3mh01kru2hm has been investigated. Visual inspection performed on the applicator and no issue was observed. Applicator had been fired, but sharp is stuck inside sensor plug assembly. Sensor pack (B)(6)has been investigated. Visual inspection performed on the sensor pack and no issues were observed. Lid was completely peeled off. Inspection was performed on the platform and no issues were observed. Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Sharp was stuck inside sensor plug assembly. Therefore, issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the filament/introduction needle of the abbott diabetes care (adc) device pierced the customer's skin. The customer self-treated by removing it by themselves. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported that the filament/introduction needle of the abbott diabetes care (adc) device pierced the customer's skin. The customer self-treated by removing it by themselves. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.